Event description:
It was initially reported that the patient was going to have a generator replacement due to end of service. It was later learned that the patient had their lead replaced also for unknown reason. Follow-up with the physician indicated that the patient had their lead replaced due to high impedance (diagnostic results not provided). X-rays were taken but are not going to be provided to the manufacturer for review. The radiologist reported that there was not any evidence of a lead break. No patient trauma or manipulation caused the suspected lead break. Generator was replaced prophylactically per the neurologist's nurse. Good faith attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that indicated that the generator was returned to the manufacturer for evaluation. Product analysis is planned, but has not have been completed.

Event description:
Additional information was received that product analysis was completed on the generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No eri flags were identified during the analysis.